Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while being applied on the on the gastrojejunostomy, the device was used and patient incurred tissue damage, wherein the stapler's knob on the outside of the knife blade track caught the serosa. Then when the knife blade was retracted, it pulled the serosa with it and tore the tissue. Very small amount of tissue damaged. The surgeon oversewed/sewed the torn tissue in order to resolve the issue. Patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.